Event description:
While drilling an oblique hole at the base of the first metacarpal, drill bit broke off in bone. Drill bit removed and no retaining metal fragments present via x-ray. End: reprocessed by: (B)(6) medical center (B)(6).